Event description:
"Patient returned from surgery with the pulse oximetry probe. Oxygen saturations were reading in the seventies. As a result, "blow by" oxygen administered. The pulse oximetry probe was removed from the patient, and the adhesive was noted to be separated from the electrode."

Manufacturer narrative:
The evaluation associated with this report was provided to the u.s. FDA in a letter dated (B)(4) 2011 in response to an additional information request. See a copy of the original correspondence attached. This is a follow up to the user facility report submitted and received by masimo. (B)(4).